Event description:
It was reported that the user experienced recurring alert 38 indicating a motor stall on the ilet pump despite multiple restarts, after which a guided restart and a dry run to 80 units were performed and a full supply change with a new 23-inch 6 mm infusion set was completed, resolving the alerts. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included user coaching, a device restart, a dry run to assess motor function, and replacement of infusion supplies. Investigation of this case revealed that the stalled motor alerts were consistent with a transient motor or delivery obstruction condition that cleared with new consumables, and device performance normalized after supply change. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion set or flow path issue rather than a persistent device malfunction.

Manufacturer narrative:
Initial.